Event description:
It was reported that during a neuro surgery it was discovered that the "distill end" of the attachment device looked "burnt". The reporter also stated that the surgeon experienced heat with the device. There were no delays to the planned surgical procedure as a spare identical device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The patient outcome post-surgical procedure was "satisfactory". All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A visual assessment confirmed the reported condition of "distill end looked burnt". The assignable root cause was determined to be due to excessive force. The reported condition of heat could not be confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.